Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Two unused sterile proglide devices with lot number, 40425k2, were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, placement of the suture was attempted with a proglide device in a common femoral artery using the preclose technique. Reportedly, after deploying the needles and pulling the plunger back to bring the suture out, the plunger disconnected from the sutures and came out completely. The sutures of two additional proglide devices were successfully preplaced and set to the side. The aaa procedure was completed and the successfully preplaced sutures achieved hemostasis. The sheath sizes used could not be recalled. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.